Event description:
Caller reported an accu-chek system blood glucose result of 65 mg/dl or 59 mg/dl mg/dl at a time when the customer was symptomatic of hypoglycemia. Daughter called ambulance. Daughter says ambulance's result within 5 minutes was "less than 20" mg/dl. Paramedics treated customer with glucose IV, transported to hospital. A request was made for the return of the meter and strips, replacement sent.